Event description:
Physician walked past the pt's room and noted her to be pale and diaphoretic. The central station alarm was not heard by staff. Patient had tracheostomy in place. CPR started and called a code. Her pulse returned after several minutes. Patient diagnosed with anoxic brain injury. Patient intubated. Patient expired on (B)(6) 2011. Manufacturer confirmed report to FDA. (B)(4).